Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer had not performed the proper air removal process during the load sequence. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.